Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was filed. The product was returned. Data logs were reviewed as well. Logs showed about 548 hours into the case, the motor current spiked & the flow dropped immediately to 0.1 l/min that triggered suction alarms. Two hours later, the pump was stopped manually & disconnected from the console. Pump analysis on benchtop showed biomaterial inside the pump housing & a big clot on the catheter. No other issues were found on the rest of the pump. Based on clinical description, data & product analysis, the root cause of low flow was due to biomaterial ingestion. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted that the patient survived the explant but subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 33-year-old female patient was on 5.5 support for around 3 weeks. During support, a spike was noted in the motor current and the placement signals became elevated. Over the course of the next couple hours, the impella flows dropped to .1-.5 at p5. The team decided the most likely cause was clot intake. Patient was taken to operating room (or) for new 5.5 placement. Patient was stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿